Event description:
It was reported that during the implantation procedure, the extension broke or fractured at the lead connector location. It was stated that the lead had not been damaged and all of the impedances were normal.

Manufacturer narrative:
Concomitant medical products: product ID: 3550-05, serial# unknown, implanted: (B)(6) 2013, product type: accessory. (B)(4).